Manufacturer narrative:
Manufacturing evaluation: instrument shows regular using marks. Investigation of documentation for production and material gives evidence that the instrument was produced under specifications in (B)(4), 2008. Failure in material or production could not be detected. Some wear on the retaining jaws cannot be excluded. Therefore, we classify this occurrence as a normal wear and tear. Furthermore, a cable tensioner with new design is available on stock with article number 03.221.015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted; 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that tensioning of the cable is not possible. This report is 1 of 1 for (B)(4).